Event description:
It was reported by service report that the breakaway will not lock into place. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: crossbar release.